Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 266 mg/dl. The pod was worn between 36 and 48 hours on the arm. Hyperglycemia treated by applying a new pod.